Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 9 years and 3 months, due to severe mitral stenosis and calcification. Per the operative report, when the bioprosthetic valve was removed, two of the leaflets were completely calcified and immobile and the third leaflet was only mobile partially leaving her with a very tightly stenotic mitral valve. A 29mm non-edwards valve was seated. Of note, a tricuspid valve repair was also performed using a 32mm edwards ring. The patient was then weaned from cardiopulmonary bypass. The patient tolerated the procedure well, left the or in stable condition.

Manufacturer narrative:
(B)(4). Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. Although the root cause cannot be confirmed, the reported severe mitral stenosis was likely due to the 'two of the leaflets were completely calcified and immobile and the third leaflet was only mobile partially leaving her with a very tightly stenotic mitral valve' per the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.